Event description:
Caller reported that the insulin gauge displayed an amount different than expected, showing 0 units instead of the expected 150 units. There was no adverse impact to the customer¿s blood glucose level. Customer completed the load process, followed necessary steps to remove air, and was educated on using room temperature insulin. Caller was guided by technical support to fill and load a new cartridge and will monitor the situation, with the option to follow up if necessary.